Event description:
This event was reported to sunrise customer service via phone call from the reporter on 6/20/06. Sunrise medical subsequently provided MDR #1034630-2006-0026 to us agent for zhongshan a&e machinery industry co., ltd., on 06/27/06. Reporter claims the center portion of the customer's (wheel?) Cracked. The unit has not been rec'd for eval by sunrise medical.